Event description:
Patient reported they provided a letter of recommendation from their board certified orthodontist. In the letter the orthodontist stated they did an orthodontic consult with the patient. The orthodontist found slight skeletal class 3 pattern with a slightly retrusive maxilla and prognathic mandible, skeletally narrow maxillary arch with a tapered shape and mild misalignment/crowding, skeletal normal width to the u-shaped mandibular arch with moderate misalignment/crowding, posterior segments have a class I trending class iii relationship bilaterally, overbite is slightly deep, overjet is uneven with some anterior teeth in an edge to edge relationship, upper and lower incisal edges are chipping/wearing, transverse crossbite of ur4+5 with mandibular counterparts. Recommendations for the patient 12-18 months of comprehensive orthodontic treatment using clear aligners supervised by them(the orthodontist) with weekly swap out of aligners. Lower interproximal reduction to correct arch length tooth size discrepancy and allow to finish with appropriate overjet relationship. Fixed lingual retainer l3-3 with overlay essix retainer for upper and lower arches, night time for lifetime wear, renewal of retainer sets every 1-2 years. Aligners wear time of 20-22hrs/day (minimum of 18 hrs/day) in accordance with the current literature.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.